Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. It was unable to perform the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Device had moisture damage on the lcd interface board, cracked case at the upper right, lower left and lower right corners on the display window, broken reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Blood glucose value was over 600 mg/dl. The customer changed the battery and then received an unexpected restart alarm. The customer stated the device was exposed to moisture as she was wearing it in her bra and the weather was very hot. Customer stated that there was moisture on top of the screen. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.